Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ultralink meter display/casing was cracked and broken. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 6:00 pm the patient noted the display casing of the reported meter was broken; he was unable to obtain a blood glucose reading. After the use of the meter, the patient took an increased dose of insulin via his pump. Two hours afterwards, the patient tested positive for large ketones. He did not seek any medical attention or treatment. The meter was not new, and there had been no misuse of the product. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after the meter issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up #1 (05/31/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter failed testing, there was a broken display. A DHR (device history record) was completed on [pa date testing completed] for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.